Manufacturer narrative:
Product eval: the actual device involved in this event was discarded at the user facility. Co examined devices from the same possible lot number as that involved in this event. Co eval revealed that the distal radius of the tubes did not meet specification. Co has not received any similar reports of intubation problems from any other user facility for this catalog number of product. This issue is being investigated. This was the first time the initial reporter used a endobronchial tube; it is possilbe that his unfamiliarity with this particular device contributed to this event.

Event description:
The clinician was trialing the 41 french endobronchial tube and alleges that it took approx 45 minutes to position the tube successfully in the left bronchus. The clinician states that this difficulty resulted in the pt experiencing a hypotensive episode. The pt did not experience any long term consequences from this event.